Event description:
It was reported that when the medical solution was infused into the proximal lumen, the clinician's noticed the dressing tape on the catheter was wrinkled. When peeling the dressing tape back, they noticed the extension line just below the injection hub was separated. As a result, the catheter was exchanged. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.